Event description:
The patient presented in-clinic after receiving an alert for out of range impedance. The svc to can vector showed an increase in impedance. Noise was observed on the svc channel when performing isometric movements. The physician elected to program the svc coil off.

Manufacturer narrative:
No medwatch form was received.